Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of mitral valve injury (tissue damage) and mr (unchanged), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage (leaflet tear) appears to be related to procedural conditions and the reported unchanged mr was likely a secondary effect of the leaflet tear. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage after clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was successfully deployed reducing the mr <1. The gripper line was pulled approximately 5 cm with no resistance felt when a tear was observed on the posterior leaflet flail. The mr was back to 4+. An attempt was made to deploy another clip; however, it could only grasp laterally and did not reduce the mr at all; therefore, the decision was made to remove the clip. The procedure was ended at this point. No additional information was provided.